Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot and fall-off tests. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the incoming hi-pot test and fall-off tests. The cause of the test failure is a shorted u723 mux component on the distribution node (dn) pca board sn (B)(4). The component was also drawing down the msp -5.2 power supply. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective component. The last patient to use this electrode belt did not report any deficiencies.